Event description:
The hosp reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff reported that the device had a filter leak. There were no other details provided regarding the alleged issue. Attempts to obtain add'l info from the facility have not been successful. There were no pt complications reported as a result of the alleged event. The device was not returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc has initiated an investigation through the CAPA sys for this type of alleged issue. This specific event has been included in that investigation even though the device ws not returned for analysis. The investigation thus far has identified several minor improvements and adjustments to increase process robustness. Quest medical inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.